Event description:
The surgeon had previously performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system on (B)(6) 2014. The patient presented with pain immediately following the surgery. On (B)(6) 2014, the surgeon performed a x-ray and bone scan and did not find anything. Additionally, the surgeon aspirated the patient and results came in negative for infection. On (B)(6) 2014, the pt complained of both pain and a shorter leg. At this time, the surgeon noticed a fracture of the calcar region and found that the stem had subsided. The surgeon performed a revision of all mako surgical components on (B)(6) 2014 and noticed that the fracture of the calcar propagated down the femur. The surgeon implanted non-mako surgical implants with approximately 5-6 cables.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical . A supplemental report will be filed when additional info is obtained.